Manufacturer narrative:
(B)(4): results - incomplete_interrupted cycle. Additional information: were there any foreign objects in the vicinity of the anastomosis? No. Was the device difficult to fire? Yes. What confirmation was received indicating the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? The device was compressed until unable to fire further. Was more than one firing stroke required to hear the crunch? No crunch was heard. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Unknown. Did the red safety remain engaged until firing? Yes. Were any unexpected noises heard? No. When during the firing stroke was the noise heard? No. Did firing handle/trigger return to its original (pre-fired) position without intervention? Yes. Were there two complete tissue donuts? No. Were all tissue layers present in both donuts when inspected? The tissue was not cut off. Has the patient undergone any radiation or chemo therapy? Unknown. The analysis results found that the device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. If the firing sequence is not complete, the staples could be partially deployed without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an esophageal neoplasm resection procedure, the device could not fire complete. There were unformed staples found on the tissue, the tissue and the washer were not cut off. The surgeon cut off a section of the esophagus and converted the anastomosis from the chest to the neck. The procedure was prolonged about three hours. Now the patient is fine. Another like device was used to complete the procedure.